Event description:
It was reported that there was concerned that the device was not measuring the estimated battery longevity correctly due to elective replacement indicator been triggered sooner than expected. The physician felt the device should have lasted much longer. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and analysis of the device revealed normal battery depletion.